Event description:
It was reported to a physio-control service representative that the battery of the customer's device did not work. Physio-control then evaluated the device and observed that during boot-up the device's display showed black blocks. The device displayed these blocks until the battery was taken out of the device. The device would not provide defibrillation shocks when required. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that the device would not boot up correctly and that during boot-up the device's display showed black blocks. The device displayed these blocks until the battery was taken out of the device. The device would not provide defibrillation shocks when required. Physio-control further evaluated the device and determined that the cause of the reported failure was due to the integrated circuit, designator u17 on the main pcb assembly, that caused the device not to complete a boot cycle, and not to function.